Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the proximal portion of this lead reportedly fractured. A revision procedure was performed and the physician successfully repaired the lead. No adverse patient effects were reported during the procedure.